Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A lot of black fluid is coming from the attachment. Discovery made in sterile processing. No associated procedure.

Manufacturer narrative:
Reported issue - a lot of black fluid is coming from the attachment. Discovery made in sterile processing. No associated procedure. Product inspection ¿ visual inspection of catalog # 212186, lot/serial # (B)(6) confirmed the presence of black fluid coming from the attachment. Product history review - review of the device history records indicate (B)(4) devices were manufactured and (B)(4) devices were accepted into final stock on 04/29/2016. A review of qt 16-06-0053 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review ¿ a review of complaints in catsweb and trackwise related to p/n 212186, lot number 35010516 shows 00 additional complaints related to the failure in this investigation. Nc/CAPA history review - a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. Conclusion - the event was confirmed. Per d03391, preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved, and no actual or potential patient harm existed for the alleged event. No additional investigation or specific actions are required.

Event description:
A lot of black fluid is coming from the attachment. Discovery made in sterile processing. No associated procedure.